Event description:
Report received indicated that pt was diagnosed with a stroke (ischemic). The pt was enrolled in the study and angioplasty procedure was performed in 2007. The pt was asymptomatic. Pre-procedure medications were: aspirin, clopidogrel and heparin was administered during the procedure. The target lesion location was the left distal common carotid artery with no occlusion in contralateral carotid. Reference vessel diameter was 7mm. Target lesion diameter stenosis was 90% with lesion length 20mm. Total length of stented segment was 30mm. Qualitative lesion calcification was not documented and vessel tortuosity by visual inspection was severe. Geometry of lesion was described as eccentric. Pre-dilatation not documented and there was no thrombus present at the target lesion. One precise stent was implanted for treatment of target lesion. There was no malfunction with the stent.

Manufacturer narrative:
An angioguard distal protection device was used, which was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device, there was debris found in the filter. Post-procedure medication was clopidogrel and aspirin. During the procedure, the pt experienced behavioral change, hemineglect and hemiparesis. The onset was sudden. The event was not related to anticoagulation. The pt was diagnosed with an ischemic stroke. The duration of the neurological deficit is permanent. The event was evaluated and determined to be unrelated to cordis product(s). However, this event was indicated related to the index procedure. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 1016427-2007-00129 and 9616099-2007-02447.